Event description:
Literature was reviewed regarding off-label bone morphogenetic protein 2 use results in successful posterolateral lumbar fusion in a veteran population.  The following medtronic device was used: recombinant human bone morphogenetic protein 2 (rh-bmp 2 - infuse) list adverse events or complications: 1. 3 patients (4.4%) had draining wounds that required an incisional wound vacuum or supplemental oral antibiotics. All drainage resolved without surgical intervention. 2. 2 patients (2.9%) required nonoperative care for a superficial partial wound dehiscence. Of patients with prolonged drainage or superficial dehiscence, none required acquisition of microbial cultures or prolonged antibiotics. 3. 5 patients (7.3%) received cancer diagnoses at a mean of 2.9 6 1.8 years after the surgery. 4. 8 (11.7%) patients required surgical intervention due to adjacent segment disease. 5. 8 (11.7%) patients had adjacent segment disease. 6. One additional revision surgery was performed for implant failure, which occurred after the initial observation of radiographic fusion in this individual. 7. Eighteen patients (26.5%) patients had pain. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Article citation including web address/literature reference (doi): doi: 10.5435/jaaosglobal-d-23-00122 apply the following statements as necessary: a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3a, 3b. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the year of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.4. Product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.